Manufacturer narrative:
Initial.

Event description:
It was reported that during the cartridge and tubing fill process the pump¿s on-screen ¿yes¿ button would highlight but would not activate, while the ¿no¿ button remained functional, preventing completion of the fill until the device was restarted via the ilet mobile app; after reboot, the user successfully performed change cartridge and tubing and the fill and drop checks functioned normally. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no medical intervention. Investigation included customer service troubleshooting and device reboot. Investigation of this case revealed a transient user interface responsiveness issue that resolved with a restart, consistent with an intermittent software or touchscreen input malfunction in the device user interface component. It was concluded, based on previously established findings for similar reports, that the cause was a transient, non-reproducible malfunction corrected by a device restart.